Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported a blood glucose reading of "hi" on his insulin infusion device (competitor product) which he discovered during routine testing. He stated his symptoms were extreme fatigue and nausea. He said he corrected his blood glucose levels by bolusing through his infusion device. The pt stated, he thinks the pigtail connector on his infusion set was leaking which caused him to not receive insulin from his infusion device. He stated he did no feel any moisture nor did he smell insulin. Troubleshooting did not discover any product or user issues. On follow up, the pt stated he is doing will now. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.